Event description:
Customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset a tripped breaker. Ge rep monitored customer's power supply and found large power spikes. Ge rep recommended customer install a ups. System operates as intended.